Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third part service center for evaluation. During the evaluation it was noted that the device failed an active exhalation control module system final test after the replacement trilogy evo 3 way solenoid valve, proportional valve (aecm) and flow sensor due to inefficient power coming from the capacitor. In conclusion the device's chase plate and capacitor will need to be replaced to address the issue. The customer will repair handle the repairs. The active exhalation control module was received at the manufacturer product investigation lab (pil) for further investigation of the reported failure. If any additional information is received, a follow-up report will be filed. New information: the proportional valve was received at the manufacturer product investigation lab (pil) for further investigation of the reported failure. The component was tested and passed all test. Pil was unable to confirm a failure and concluded that the proportional valve operates as designed. The component was scrapped.

Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third part service center for evaluation. During the evaluation it was noted that the device failed an active exhalation control module system final test after the replacement trilogy evo 3 way solenoid valve, proportional valve (aecm) and flow sensor due to inefficient power coming from the capacitor. In conclusion the device's chase plate and capacitor will need to be replaced to address the issue. The customer will repair handle the repairs. The active exhalation control module was received at the manufacturer product investigation lab (pil) for further investigation of the reported failure. If any additional information is received, a follow-up report will be filed.